Event description:
Patient reported discomfort when laying on left side and was wondering if this is because of the pacemaker. Patient also was wondering if the pacemaker could cause the veins in their arm and neck to enlarge. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.